Event description:
It was reported that the pump touch screen was cracked; but remained functional. Additionally, the pump touchscreen was unreadable. Customer¿s blood glucose was around 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had insulin injections as alternate insulin therapy.